Manufacturer narrative:
Physio-control determined that the root cause of the reported issue was that the customer ordered a device that was only configured with a single language and did not include configuration for a second language. There is no evidence that a device malfunction occurred. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that they were unable to set the device's audible prompts to the correct language. As a result, a lay user may not receive the necessary instructions to use to the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they were unable to set the device's audible prompts to the correct language. As a result, a lay user may not receive the necessary instructions to use to the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.